Manufacturer narrative:
Device 1: the device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside of the loading device. The tension spring assembly and anchor tab were inside the tube of the delivery device. The seal was extended outside of the delivery tube; it remained anchored to the tension spring assembly. The green slide lock was locked and white plunger was not depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed. Device 2: the device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside the loading device. The tension spring assembly, anchor tab and the seal were not returned. The green slide lock and the white plunger were not depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed. Device 3: the device was returned to the factory for evaluation. It showed no signs of clinical usage or evaluation of blood. The delivery device was ret urned outside the loading device. The tension springs assembly, seal and anchor tab were inside the body of the loading device. The green slide lock was locked and the white plunger was not depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed. Device 4: since the device is not available to be returned to us, a technical evaluation cannot be performed. Per out standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unk. Internal file number - (B)(4). A lot history record review was completed for the reported product lot numbers. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during a coronary artery bypass procedure, four heartstring iii seals failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital will reportedly not be returning one of the devices in question. The hospital was unable to provide the fourth lot number.